Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient began to have difficulty communicating with the ipg to charge after significant weight gain that caused the ipg to move sideways in the pocket. Surgical intervention may be taken at a later date.

Manufacturer narrative:
Correction to b5: additional information was received that the issue resolved on its own. Patient had gained weight that caused charging difficulty, however the issue was resolved with troubleshooting. Patient confirmed normal charging now and no surgical intervention was needed. Based on this information this is no longer considered reportable.

Event description:
Additional information was received that the issue resolved on its own. Patient had gained weight that caused charging difficulty, however the issue was resolved with troubleshooting. Patient confirmed normal charging now and no surgical intervention was needed. Based on this information this is no longer considered reportable.